Event description:
It was discovered that this pacemaker was unable to be interrogated. No magnet response was found and the patient's heart rate was reported in the 30's on surface electrogram (egm). The patient reported feeling dizzy. Upon further investigation, the patient's device had reached end of life (eol). Approximately two years ago, during the patients last device check, the battery status had one year remaining, depleting faster than expected. Technical services (ts) was contacted and provided troubleshooting options. Subsequently, the patient underwent surgical intervention to explant and replace the pacemaker. No additional adverse patient effects were reported.